Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced damaged packaging of both the sensor and the infusion set on (B)(6) 2026, which arrived without bubble wrap. The patient noted that the packaging was not sealed properly, misshaped or sterile packaging not intact. The patient subsequently replaced the infusion set and was able to resume insulin deliveries successfully. No further information available.